Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that movement of universal surgical manipulator (usm) 4 was not intuitive. Logs showed error 22037. The procedure was completing as planned with no reported injury.